Event description:
Information was received from a healthcare facility via a manufacturer representative regarding an instrument used for spinal therapy. It was reported that the driver welding had came apart. There was no patient involved at the time of event.

Manufacturer narrative:
H3: product analysis #(B)(4):2342281m lot# ct21h036 visual and optical inspection revealed the tip of the center shaft has broken at the weld where it meets the main portion of the shaft. There are no obvious signs of defect in the weld that could contribute to the break. The broken shaft was not returned. This type of damage is consistent with torsional overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.